Manufacturer narrative:
(B)(4) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Ballooning using a pta balloon catheter was performed in a stenotic area in the bifurcation of the right common iliac artery. The procedure concluded without incident.on (B)(6) 2007, infection of the access site was revealed. Debridement of the access site was performed to treat the infection, and the access site was closed. No further information was provided to gore.